Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridge that yielded discrepant glucose result on a pt in the nicu. Date: (B)(6) 2011, time: 1344, method: I-stat glucose, result: 695; (B)(6) 2011, 1355, glucometer, 92; (B)(6) 2011, 1407, I-stat glucose, 66. The suspected discrepant results were released to the physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).